Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
The cordless driver 2 was sent for eval because metal shavings came out of the unit when turned on during testing. There was no pt involvement; no adverse event was associated with the device.